Event description:
Ethicon ec60a stapler malfunctioned. The stapler would not open, and then after it opened it would not fire. Stapler was replaced with a new one and no harm was done to the patient. Lot: 563c75, exp: 07/31/2026.